Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death.

Event description:
The patient had full revision surgery. Their explanted products were discarded, therefore will not be returned for analysis.

Event description:
A vns programming physician reported to his country representative in (B)(6) that he had a patient with high lead impedance. The patient's generator was programmed off. The patient has been having an increase in seizures and currently does not feel their stimulation. No trauma was received prior to the reported event. The patient will be sent for revision surgery likely late august. X-rays were received for review. The generator is visualized in a normal placement in the left upper chest. The filter feed-through wires and the lead wires at the connector pin appear to be intact. The lead connector pin appears to be fully inserted into the generator's connector block. The electrodes appear in a normal arrangement, with the negative one above the positive one. Part of the lead is behind the generator. A strain relief loop and a strain relief bend are present. Two tie-downs are visible and appear to have been placed as indicated. One lead break is visible between the strain-relief bend and the loop, right above the tie-down that holds the bend. The aforementioned tie down is holding the proximal end of this break. The distal end of this break is found right next to the negative electrode (in the ap neck/chest image. Another lead discontinuity appears to have occurred at the level of the loop, distal to the tie-down that is holding the loop. A sharp angle is visible distal to the loop, next to the first lead break. Based on the x-rays images, the reported high impedance is being caused by the aforementioned lead breaks and sharp angle.